Manufacturer narrative:
The device was not returned to olympus for evaluation; therefore, the reportable malfunction could not be confirmed. Based on the completed investigation, the root cause of the event could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope did not display an image. This occurred during inspection for use; there was no patient involved at this time.